Manufacturer narrative:
During use of the mynxgrip vascular closure device (vcd), the vascular closure device didn't deploy properly as "the pusher got stuck." There was no patient injury. The whole device was removed from the patient and the consultant radiologist performed manual compression instead. Multiple attempts to gather further information were unsuccessful. The product was not returned for analysis. Review of lot f1911305 revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The lot met all product specifications, including sterilization prior to shipment. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are instructed that while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Blood within the device may cause the sealant to swell which will cause resistance as the user shuttles down. Based on the product history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynxgrip vascular closure device (vcd), the vascular closure device didn't deploy properly as "the pusher got stuck". There was no patient injury. The whole device was removed from the patient and the consultant radiologist performed manual compression instead.